Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after an angioplasty interventional procedure using a 6f sheath. Reportedly, during needle deployment, the plunger made a ¿crunchy¿ noise and a cuff miss [suture retrieval issue] occurred. The foot was difficult to close, however, it was ultimately closed, and the device was removed without issue. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The foot retraction issue was confirmed based on the condition of the returned device. The ¿crunchy¿ sound could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, it appears that after deployment (step 2), the user performed step 4 (closing the lever) without performing step 3 (pull back of the plunger). The ¿crunchy¿ noise that was heard and difficulty retracting the foot was likely the result of closing the lever with the needles in the deployed position. It should be noted that the deployment sequence in the electronic proglide instructions for use (eifu), states: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Step 9: relax the device and then return the foot to its original closed position by pushing the lever (marked #4) down to the body of the device. The IFU violation appears to have contributed to the reported difficulty retracting the foot. The investigation determined the reported cuff miss, noise and treatment appear to be related to circumstances of the procedure. The reported foot retraction issue appears to be related to use error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.